Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had experienced an infection, a small amount of pus coming from the battery site. Surgical intervention took place where the patients entire system was explanted.

Manufacturer narrative:
A patient had experienced an infection, a small amount of pus coming from the battery site was reported to abbott. The patient's entire system was explanted. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.